Event description:
Checked the pulmonary artery (pa) catheter temperature and it read 104.5. Took the temperature axillary, tempanic, temporal and the readings were 102.4. Called biomed to check out the monitor and the cables. They found nothing wrong with the cables. The cables and modules were replaced with no change noted.====================== manufacturer response for thermodilution venous infusion port (vip), swan ganz (per site reporter)======================they are sending return packaging so the device can be returned to them.